Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00x32mm promus element ¿ drug-eluting stent was advanced to the lesion but it was unable to cross due to calcification. Subsequently, the device was removed and an nc balloon was inserted to pre-dilate the lesion. However, it was noted that the proximal end of the stent was distorted the distal end was not affected. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus element ous, mr, 3.0x32mm, stent delivery system was returned for analysis. A visual examination of the crimped identified proximal stent damage; struts 1-2 from the proximal end were lifted in a distal direction. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the proximal end of the stent was disturbed during withdrawal from the guiding catheter and the procedure was completed with a non-bsc stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the proximal end of the stent was disturbed during withdrawal from the guiding catheter and the procedure was completed with a non-bsc stent.